Event description:
Fragment or metallic film found in wound following acl surgery on post operative x-ray. Reported as a sui by (B)(6), fragments not initially identified until patient returned to theatre (B)(6) 2012. Details of injury (to patient, carer or healthcare professional): no immediate issues, although patient subsequently reported some pain to another consultant and was returned to theatre, where a small distal tip of a 4.5mm disposable drill was removed from the wound. All instruments and remaining disposables were checked approx 36 hrs after surgery following notification. No issues were found at this time. Full investigation carried out by (B)(6).

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).